Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a MRI the day prior and would have a lumbar MRI the following friday. It was noted that the patient believes that their pump is drawing more medication than normal, because the patient¿s back and brain were numb and the patient felt tingly sensation in their hand, mouth and fingers. It was reported that the MRI was not related to the patient¿s pump. It was noted that the pump was used to infuse bupivacaine and hydromorphone. It was reported that there was a pump problem reported. It was noted that the patient had been speaking with the healthcare provider (hcp) since the morning of report. It was noted that ¿they need to empty my pump and turn it off¿. It was reported that ¿my pump is throwing more than it¿s supposed to throw and my bodies normally storing liquid to my brain¿. It was noted that ¿right now its throwing another dose¿.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j0058169r, implanted: 2001-(B)(6), product type catheter. (B)(4).